Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a procedure on (B)(6) 2025, the tibial plateau plate hole and interlocking nut stripped. Another set was opened to complete the procedure. There was no generation of fragments. There was no surgical delay. There was no patient consequence.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9, d10 (concomitant), h4. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank.   H11 additional narrative: h3, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that va-lcp prox-tib-pl3.5 small bend le 12ho was observed with some holes slightly stripped. The observed condition of the device is consistent with a component failure that was caused by exposure to unintended forces like overtightening the device while assemblance; or by assembling the device in a misaligned position. Properly handling and attention to the approved use of the device diminishes the risk of failure. A dimensional inspection for the va-lcp prox-tib-pl3.5 small bend le 12ho was not performed due to post manufacturing damage. An interaction test was performed with the mating device, and a difficulty was detected in correctly assembling the threaded tip into the holes of the plate. Damage to the bolt threads prevents proper connection with the plate in some of the locking holes. The overall complaint was confirmed as the observed condition of the va-lcp prox-tib-pl3.5 small bend le 12ho would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a DHR evaluation was performed for the finished device lot: 77893p1, article: 02.127.251-us, and no non-conformances / manufacturing irregularities were identified. 11/24/2025: DHR review for the following device conducted: product code # 02.127.251-us lot # 77893p1 manufacturing date: 08/18/2025 expiry date: n/a. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.